Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient may need some adjustments with this implantable pacemaker. Patient advocate stated that one the patients lead is getting frayed. Boston scientific technical services (ts) walked patient through sending patient initiated interrogation (pii). Ts referred patient to physician. To date, this lead remains in service. No adverse patient effects were reported.